Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's speech understanding and performance with the device has gone poorer all the time and sound was not good at all. Re-insertion scheduled for (B)(6) 2024.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a decrease in hearing benefit with the device due to partial post-operative migration of the active electrode out of cochlea. Re-insertion is considered but no date has been scheduled yet.

Event description:
The recipient's speech understanding and performance with the device decreased over time and there was no good sound perception. Re-insertion was scheduled for (B)(6) 2024, but the surgery was postponed. No new date was provided.